Manufacturer narrative:
This report is submitted on march 1, 2022.

Event description:
Per the surgeon, the patient experienced an infection (site and treatment of the infection unknown). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence and subsequently the extrusion of device, leading up to explant on february 2, 2022. This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics on 2021 (specific date and duration not reported). This report is submitted on january 31, 2024.